Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further patient information is available.

Event description:
The customer obtained falsely elevated architect stat tropoinin-I results. The customer uses a cutoff of 0.03 ng/ml. The following results were provided: patient 1: (B)(6) 2019 sample ID (B)(6) generated 0.23 ng/ml, 3 hr recollection <0.01 ng/ml, next day recollection <0.01 ng/ml. Patient 2: (B)(6) 2019 sample ID (B)(6) generated 0.63 ng/ml; retest on original and alternate architect <0.01 ng/ml. The patient's subsequent samples also generated <0.01 ng/ml. Patient 3: (B)(6) 2019 sample ID (B)(6) generated 0.11 ng/ml; retest on original analyzer 0.04 ng/ml and second analyzer 0.02 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I, 02k41-37, and manufacturing site abbott laboratories, abbott park, il in section d of this report to architect i2000sr analyzer, 03m74-02, manufacturing site abbott manufacturing inc, irving, tx. MDR number 1628664-2020-00055 has been submitted and all further information will be documented under that MDR number. H3 other text : the reagent is no longer considered a likely cause refer to h10.